Event description:
It was reported that the pt's neurostimulator had been turned off prior to a surgical procedure on (B)(6) 2011. Impedance measured the same day were <250 ohms. At 3.0v, the following impedances were measured: c-0=334, c-1=546, c-2=454, c-3=334, 0-1=454, 0-3=105, 1-3-454, 2-3=454. The pt was programmed to c+ and 2-. It was noted that while the device was turned off, the pt did experience a return of symptoms.

Manufacturer narrative:
(B)(4).